Event description:
Ultrasound probe cover broke and contaminated the sterile field during a fetal surgery for ccam resection. The mom developed a fever and suspected chorioamnionitis four (4) days later and was delivered. Upon opening the uterus there were no signs of infection. There was visible pus in the peritoneal cavity, outside the uterus. The infant did not survive. The doctors do not think the infection contributed to the death of the infant.